Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Patient was revised to address left hip pain. Patient has bilateral asr hips. He was revised to ceramic on dual mobility biomet head/cup system. There was bone and corrosion covering the reference number and lot number of the cup and head. I could tell the size of the cup and head as it was legible. I couldn't identify the size of spacer. Patient had gray tissue and signs of metallosis was apparent. The acetabular cup was well fixed this is all the information I have. Doi: unknown; dor: (B)(6) 2019, left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.